Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. Troubleshooting was performed, and the displacement test passed. The customer stated that she feels nauseated, and multiple motor error alarms were found in the alarm history. The customer called back to reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 559mg/dl. The time and date were correct, but she was unsure if the bolus wizard was correct. The customer mentioned that she had a doctor's visit and she fainted. The paramedics were called and she was taken to the hospital. The caller stated that her husband gave her a manual injection of 10.0 units. Further testing could not be performed as the customer did not have an infusion set and reservoir connected to the insulin pump. Then the customer called the next day to run a manual prime and the insulin did exit. The high pressure test was performed and passed. No further information was provided.